Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current draw was noted. The cause of the excessive current draw was traced to an anomalous component on the hybrid. Additional testing was performed on the module but no high current was found.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2017. The patient was in stable condition during and post procedure.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator ¿ eri. The patient¿s condition was good. No intervention was reported.